Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed for a motor error during the basic occlusion test due to a slightly loose and flush motor support disk. The motor was tested outside of the device and passed. No alarm could be verified for a compromised force sensor system due to the motor error alarm. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed during prime and the insulin was squirting out. Customer's blood glucose was 98 mg/dl. Customer was advised to disconnect from the device. Customer stated the device was not dropped or bumped, the only damage the device had was the device had a thing sticking out of the back. Customer stated the drive support cap was sticking out and he pressed it in about a week ago. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.